Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Additionally, it was reported that the customer received an inaccurate fill estimate leading to a valid low insulin alert. Reportedly, the cartridge had been filled with 300 units the day prior to this issue and the customer was not sure whether the cartridge had been overfilled. A new cartridge was loaded resolving the issue. Blood glucose level was 94mg/dl.